Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in via remote transmission. Upon review, the clinic nurse called that patient requested that the patient present in the emergency room after noticing that the implantable cardioverter defibrillator inappropriately shocked the patient four times for atrial fibrillation. The patient sounded confused and was not taking his medications. Programming changes were made to the device and medication was altered. The patient was also scheduled for device exchange. Patient was stable after resolution.